Manufacturer narrative:
In addition to medron's investigation, physical samples were requested from past tip detachment failures that occurred in the field. These five failures were received and forwarded to medron's supplier, (B)(4), of the extrusion for evaluation the samples arrived at medron's supplier on 5/11/2016. As of 6/16/2016, investigation results from (B)(4) have not been received. (B)(4) was also provided a summary of all field failures reported to medron since 1/1/2014. If additional information be provided by medron's supplier, the file will be amended to include this information and any associated investigations. FDA reportable medron's customer communicated that the event is reportable on 4/25/2016. As of the conclusion of this investigation, it was discovered that the initial MDR was inadvertently not completed. An initial and final MDR was completed on 6/16/2016.

Event description:
It was reported that during prep the technician was shaping an angle with the tip and allegedly the tip detached. The procedure was completed was a pta balloon. There was no patient involvement and therefore no patient identifiers are required.